Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain and postlaminectomy pain. The rep reported that the patient couldn't charge their implantable neurostimulator (ins) as they normally could. They stated that it had been since around christmas time since the patient last charged the ins. The rep added that they tried reading the ins with their clinician programmer but was unable to. The ins was confirmed to be in overdischarge. The rep started a trickle charge. Additional information was received from the manufacturer representative on 2019-may-07 reporting that the health care provider (hcp) and patient discussed and decided that the patient wanted the new ins model. The replacement surgery occurred on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly of the device. If information is provided in the future, a supplemental report will be issued.